Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The balloon was able to be inserted and retracted from an in-house 6fr introducer sheath without issue; however, due to the returned sample condition (i.e. Pebax peeling from balloon), the investigation is confirmed for insertion difficulties. Additionally, the investigation is confirmed for peeled material as the outer layer of pebax was peeling off the balloon. Per the complaint comments, prior to re-insertion through the introducer sheath, the user re-wrapped the balloon by hand instead of using the re-wrapping tool. The result of the investigation concluded that the complaint trend and the threshold are not applicable as there are no similar complaints reported. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon was difficult to reinsert into the introducer sheath and when retracted, the outer layer of the balloon was damaged. There was no report of patient injury.